Event description:
Reportable based on analysis completed on 21-apr-2015. It was reported that crossing difficulties were encountered.  The 90% stenosed target lesion was located in the severely calcified and severely tortuous vessel. A 2.5mm x 20mm quantum¿ maverick¿ balloon catheter was advanced for dilation however, the device was unable to cross the lesion. The procedure was completed with a different device.  No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a quantum maverick balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination presented no damage or irregularities to the distal tip. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 5mm proximal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material and markerbands that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds and the inner shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).